Event description:
It was reported that during explant of the left ventricular lead, a break in the leads insulation occurred. It was noted that the extraction methods used could have caused damage to the lead. The lead was successfully explanted.